Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and five months later, computed tomography (CT) revealed that the filter was positioned below the level of the renal veins by approximately 2.5 cm and the filter apex appeared to abut the medial wall of the inferior vena cava, with associated tilt measured approximately 25 degrees. Several prominences of the filter appeared to abut and possibly extended through the inferior vena caval wall. Anterior aspect measured 3 mm, anterior left lateral aspect measured 4 mm and posterior medial aspect measured 3 mm. No definite perforation into adjacent organs or vessels. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.